Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she received an error on her insulin pump the night prior that caused her to not receive any insulin. She forgot to fill her cannula when she changed out her infusion set and wanted to know why the insulin pump did not inform her that she wasn't receiving any insulin. Her blood glucose was 540 mg/dl and she declined troubleshooting because she said that she had to go to work. It was explained to the customer that the pump will not warn her just because she did not fill her cannula. She was advised to go through the filling process and to not actually do the fill cannula and explained to her the possible causes for the pump to alarm no delivery. The insulin pump was not returned for analysis.